Event description:
Additional information received reported that the patient received assistance from their manufacturer¿s representative (rep) and their concerns were resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been having stimulation in her left ribs and the muscle in the area was numb. It had been on and off but this was the worst it had been since it started three weeks prior to the report. Normally she had stimulation for her lower back and left leg. It was noted she had another implant in her upper spine for her neck and left arm. There was no known accident or incident related to this event. The patient¿s status was unknown. A request was made to have the manufacturer¿s representative (rep) contact the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 399960, lot# v985426, implanted: (B)(6) 2013, product type lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension. Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).